Manufacturer narrative:
Concomitant medical products: 6721m-50 lead implanted: (B)(6) 2006; 4968-25 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The physician stated that the lead stopped working a while ago. The lead was capped and replaced. No patient complications have been reported as a result of this event.